Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a closed reduction was performed due to the patient experiencing a dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: unknown hgp ii shell item: unknown lot: unknown, therapy date: (B)(6) 2016. This follow-up report is being filed to correct information.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided, unable to perform a device history record review. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. Insufficient information provided, unable to perform a complaint history record review. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.